Event description:
It was reported that during a case at the user facility, the micro sagittal saw was turning on without user activation. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.